Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received a result in the 300s mg/dl and within 10 minutes a reading of 86 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.